Event description:
The port/catheter were inserted in 2005. On 12/21/2005, during infusion, a leak was noted in the middle of the catheter. The port/catheter were removed. It is unk if a new port/catheter were inserted.